Event description:
Provider states the chair will power up and then start to drive in circles. Provider states no lights and the joystick is connected properly. Provider states the end user was in the chair, home use and the caregiver puts the end user in the chair during the day and the end user can only function the stop and go mode on the joystick, the other functions are controlled by the attendant. Provider states he could not duplicate the issue and at the time he was there for service; the chair worked fine. Provider states the chair is charged every night. John in tech states replace the joystick. No further information provided. Reference order (B)(4).